Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. The usm has been returned and evaluated by the failure analysis (fa) team. The error was confirmed but could not be replicated. Investigation showed the fault 32101 occurred in the field and was traced to the axes controller, motor (acm). The usm itself passed all tests, but faults were identified on the acm. Failure analysis concluded the acm was consistent with the reported issue and is the likely root cause.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure using a xi system, while reviewing logs for a separate issue, the technical support engineer (tse) identified error 32101 in the logs. The tse noted that the error pointed to the axes controller, motor (acm) located in the universal surgical manipulator (usm). The customer did not mention or report this error during the call. At this time, it is unknown how the procedure proceeded.